Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The initial result from the sample was lower, then resulted falsely high upon repeat testing on the same instrument. The discordant result was reported to the physician(s). The sample was repeated a second time on the same instrument and resulted lower, matching the initial result. The laboratory provided the physician(s) the average of the initial result and the second repeat result as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and did not find a malfunction. The cse proactively replaced the sample and reagent syringes. Quality controls were run to verify that the instrument was operational. The cse ran multiple repetitions of a multi-diluent and all results were within expected ranges. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.